Event description:
The customer reported having a high blood glucose. The customer stated that she has sunburn and the glucose levels were running high. Troubleshooting was performed. The customer has increased her basal rates by 0.05u/h. Informed the customer too that her settings were in place and to make sure she was getting enough insulin. Advised customer to go the nearest emergency room. The customer stated that she would call a friend to take her to the hospital as she was not able to treat with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.